Manufacturer narrative:
H.3., 6: no similar reports on this lot of product. Sample was requested but not received. A rentention sample was tested and all results conformed to specifications for the tested parameters.

Event description:
A surgeon reported patient's cornea began to cloud within 3 to 5 minutes after using product during a phacoemulsification cataract procedure. The product was being re-used during the same surgical procedure. During the third use, a hard ball or clump came out of the syringe and into the patient's eye. The clump was removed without difficulty. It was reported at one week following surgery, the patient had 3+ striae and some corneal haze was present but seemed to be clearing. A pharmacist stated the patient's cloudy cornea may be permanent. Outcome is unknown. Surgeon reports prognosis is poor. A medwatch report was submitted to the FDA by the user facility. A copy of the report has been requested.